Event description:
It was reported that customer performed fill tubing while connected to the tubing. It was very likely customer had inadvertently delivered insulin to themselves. It is unclear if the additional insulin affected the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.